Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. Evidence of t-wave oversensing (twos) was noted during non-sustained ventricular tachycardia episodes on (B)(6) 2015. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). The patient remembered on that day working hard cleaning their house after the area flooded. The twos has not happened before or after that day. The lead remains in use. No patient complications have been reported as a result of this event.